Manufacturer narrative:
(B)(4). The actual sample is not available. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.a 510k number will not be provided in the MDR as the product code is unknown.

Manufacturer narrative:
(B)(4). This complaint is confirmed because evaluation of the returned sample identified that the patient connector and the titanium adapter did not connect flush and were difficult to connect. The cause of the connection issue was not determined during sample evaluation. A batch review could not be performed because the lot number was not available.

Manufacturer narrative:
(B)(4). The problem was confirmed. A evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. During visual inspection it was noted that the patient connector and the titanium adapter did not connect flush and was difficult to connect. Functionally hand tightened a lab titanium adapter with difficulty noted and tested set underwater at 8 psi with no leaks noted.

Event description:
Product surveillance contacted the nurse on (B)(6) 2012 in regards to a report of a patient having an issue with the transfer set and she said it was one patient who had actually two issues with two different transfer sets. The first transfer set the tubing had come off of the white twist sleeve that connects to the patient line. She said it just fell off, she was not sure why. She did not have a sample or a lot number available. The second transfer set the luer connector would not screw onto the titanium adapter, reported in this complaint. She said the screw was all crooked and even with a forceps she could not get it to screw on. She did have that transfer set available but she did not have a lot number. There was patient involvement but no reported injury or medical intervention.